Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ insulin syringe there were black particles foreign matter in the tip. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use of the bd plastipak¿ insulin syringe there were black particles foreign matter in the tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found that could be related to the defect presented by the sample received. The available sample was analyzed and it was possible to confirm the foreign matter defect. The probable cause for the defect is related to the increase in temperatures for restart and startup of the process. After the mold is injected, temperatures are reestablished and the first cycles are segregated. In this specific case there was a failure in this segregation, which made it possible to send non-conforming samples to the customer.